Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system and a 24mm watchman laa closure device were used. The access system changed positions as the physician was deploying device. Only about 1.5mm of device was exposed at that time. The closure device was recaptured and removed. The pigtial catheter was advanced inside the access system to recover the original position. Contrast was injected, blood pressure was checked and a sweep for pericardial effusion was performed. It was confirmed there was no effusion. They readvanced the closure device and deployed it with no problems. The closure device met the release criteria and was released. Before the patient was removed from the table, the transesophageal echocardiogram (tee) operator confirmed no effusion seen on the tee. About an hour after removal from table, the patient became hypotensive and nauseous in the post anesthesia care unit (pacu) and a transthoracic echocardiogram (tte) confirmed a pericardial effusion. The patient was brought back to lab. 275cc of blood was drained and the patient's blood pressure returned to normal. The pericardial drain was left in and set to suction and drained very little amounts of blood after.